Event description:
During troubleshooting of a check supply line alarm that appeared on a home choice (hc) during use, patient not connected, the home patient (hp) stated it happened the night before and he just shut off the hc. The hp changed the cassette that day and used the same bags. The technical service representative (tsr) explained that they cannot swap out partial supplies. The hp did not care. The tsr explained it was a bag issue and that all new supplies should be used. The hp would not use all new supplies. The hp stated that he was just going to use one new bag. The hp ended the call. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported

Manufacturer narrative:
(B)(4). This complaint for a use error- reuse of a single use product was confirmed because a partial swap of supplies is a use error that can cause contamination; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed should additional information become available.